Event description:
Medtronic physio-control engineering triggered an investigation based upon one field failure. The failure involved breaking of the electrode post when connecting to a defibrillation cable for a first medic device. A failure could possibly result in an inability to deliver defibrillator therapy to a pt.